Event description:
It was reported that the surgeon inserted an aq2010 v silicone three piece lens and one haptic tore. The lens was removed with no pt injury. The reporter stated the torn haptic was due to a loading error.

Manufacturer narrative:
Eval: a visual inspection of the returned product, found a large piece of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. Conclusion: based on the complaint history and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.